Event description:
The patient had a history of 3-vessel coronary disease and experienced st-elevation and myocardial infarction with posterior proximal occlusion of the left circumflex artery and intermediate stenosis of medial lad. An ebu guiding catheter was placed and an aeris pressure wire was used. Low dose adenosine was given and significant drop in arterial pressure was observed with drop of ffr to 0.8. Haemodynamic intervention for the stenosis was performed and pre-dilatation with an ermerge balloon was performed with low residual stenosis. A drug-coated stent was placed with no residual stenosis. During manipulation, the pressure wire tip was believed to enter a small, distal side branch. When removing the pressure wire which extended past the guiding catheter, a fracture of the wire occurred distal to the pressure-transducer. The vascular perfusion was undisturbed and following consultation, retrieval was attempted using a balloon to fix the wire in the guide catheter and snare it. After withdrawal of the guide catheter the wire extended into the descending aorta and surgical removal of the wire was performed. A single-bypass-grafting (lima on lad) was performed and the patient was reported in good condition the following day.

Manufacturer narrative:
No evidence of externally induced markings (like scratching), inherent weak spots (like inclusions) or flaws from the manufacturing process that could have contributed to the damage were found on the core wire of the pressure wire. From the visual examination and analysis of sem images it is likely that the fracture was initiated by the extensive tension caused by a knot formation of the pressure wire that appeared during pci procedure. A review of the device history record confirmed that the device was manufactured according to sjm specification. We will continue to closely monitor the performance of this product for any significant trends.